Event description:
Hair found in laps.

Manufacturer narrative:
A complaint was received on 05/28/2024 reporting hair found in laps. A supplier corrective action request (scar) was issued to the lap sponge supplier gd medical. The sample has not been returned to deroyal for evaluation at this time. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
A complaint was received on 05/28/2024 reporting hair found in laps. The sample was not returned to deroyal. A supplier corrective action request (scar) was issued to the lap sponge supplier (B)(4). Root cause was determined by the supplier (B)(4) that an operator did not properly follow the gowning procedure. The following corrective and preventive actions have been taken by (B)(4): workshop supervisors have been informed of the incident. The workshop supervisors reviewed the gowning procedure with the operators during in-process and finished product inspections. Quality assurance will check for hair during the manufacturing process. Workshop supervisors will review the gowning procedure with each operator at the start of each shift and ensure that workers are properly gowned throughout the entire shift. The quality team will closely monitor for any duplication or recurrence of the issue. Production records were reviewed, and no issues were found. An inventory check of the lab sponges was made by deroyal, a total of (B)(4) of the 5-1918 was inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.